Event description:
Catheter was placed in the pt in 2004 and was trimmed to 20 cm with 17cm inserted. Placement of the catheter was in the lower extemity saphenous vein. The pt became septic 16 days later and an attempt was made to remove the catheter with difficulty encountered. The site was wrapped and redressed. On the following day a second attempt was made to remove the catheter, resulting in the catheter fracturing after pulling out 10.5 cm of the catheter. On the day after the pt was taken to surgery for a successful removal of the remaining 9.5 cm of catheter. Surgeon verbally stated catheter appeared to be adhered to vein wall.